Manufacturer narrative:
Weight: unknown, not provided. Manufacturer: device was manufactured at the (B)(4) site in (B)(4); however, this site has been closed. If explanted; give date: lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a small crack was observed on the intraocular lens (iol) after being placed a couple of years earlier. Reportedly, the implant procedure was uncomplicated. Surgeon brief description of the event revealed that a crack was identified below the visual axis upon a routine follow-up visit. No yttrium aluminum garnet (yag) was performed. The lens remains implanted. No further information was provided.